Manufacturer narrative:
Age at time of event and age units, gender, and date of event: patient 1 is a (B)(6) female patient: (B)(6) 2021, patient 2 is a (B)(6) female patient: (B)(6) 2021, patient 3: (B)(6) 2021. (B)(6). Service inspected the analyzer, found crystals on the sample pipetting opening and determined the diverter, load and unload - moulded base (rohs) (7-205671-02-021-u) likely cause of the issue. The diverter, load and unload - moulded base (rohs) was cleaned and the issue resolved. A review of the service history for the analyzer identified no contributing factors and no subsequent issues related to the discrepant patient results. A review of tracking and trending data in the product monitoring review for alinity I/clinical chemistry did not identify any systemic issues or trends associated with the complaint issue. A review of historical data associated with the diverter, load and unload ¿ moulded base (rohs) did not identify any trends or issues associated with the complaint issue, non-conformances, or potential non-conformances. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect i2000sr, (B)(4), analyzer was identified.this issue was previously reported under MDR number 3005094123-2021-00255 under a different suspect device.

Event description:
The customer observed a false positive initial architect total b-hcg result generated on an architect i2000sr analyzer for two patients. The following results were provided (reference range <5.00 miu/ml is negative): patient 1 is a (B)(6) female patient: initial result = 3714.74 miu/ml, repeat result = 2.36 miu/ml patient 2 is a (B)(6) female patient: initial result = 2792.51 miu/ml, repeat result = <1.20 miu/ml patient 3 initial result = 18.68 miu/ml, repeat result = 2.52 miu/ml there was no impact to patient management reported.